Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant was found fractured upon opening the package approximately two (2) years and two (2) months ago. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned, however, it was lost before complaints was able to investigate. No pictures were provided; visual and dimensional evaluations could not be performed. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.